Event description:
It was reported the majority of the scs systems's impedances were less than 200 ohms. The ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.